Manufacturer narrative:
Corrected data: b1: should be corrected to malfunction. B2: should be omitted for correction. G2: report source: should be corrected to ireland. Claim#(B)(4).

Manufacturer narrative:
Weight, ethnicity, race: unk. Work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 13.7mm vicm513.7 implantable collamer lens of -9.0 diopter was implanted into the patient's left eye (os) on (B)(6) 2022. The lens was intraoperatively implanted, removed, and replaced due to the lens getting stuck in the cartridge or injection system. Cause of the event is reported as the device. Reportedly, "trailing haptic stuck in injector cartridge between foam tip /cartridge, took piece out of the lens." There was patient contact, but no patient injury. Status of the eye is reported as, "ok."